Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test". Concomitant products included oral contraceptive nos. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), back pain ("back pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), mood swings ("mood swings"), anxiety ("anxiety,"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and alopecia ("hair loss") and was found to have weight increased ("weight gain.") And benign neoplasm ("tumor / teratoma / cancer type: benine"). The patient was treated with surgery (tubal ligation/ essure device removal). Essure was removed. At the time of the report, the abdominal pain, arthralgia, weight increased, back pain, menorrhagia, vaginal haemorrhage, mood swings, anxiety, migraine, dysmenorrhoea, dyspareunia, benign neoplasm and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, benign neoplasm, dysmenorrhoea, dyspareunia, menorrhagia, migraine, mood swings, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure removal date as insertion date is (B)(6) 2014 and removal date is (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jul-2019: pfs received : event ¿injury nos¿ is replaced with abdominal pain. Case became incident. Aka name added, reporter added, patient demographic added, essure removal date added, product indication updated. Events added- abdominal pain, back pain, joint pain, abnormal bleeding(vaginal,menorrhagia), mood swings, anxiety, migraines , dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), benign tumor, hair loss, weight gain, device monitoring procedure not performed. Events severity, concomitant drug added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.